Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Post-paced t wave oversensing was noted on the device. Reprogramming changes were recommended and the patient was stable.